Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: upon review of the available information, there is no allegation or objective evidence indicating a serious patient injury, death, or other adverse event(s) occurred while utilizing a fresenius medical device(s) and/or product(s). Additionally, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications.

Event description:
During follow-up for a reported power fail recovery successful screen, this peritoneal dialysis (pd) patient reported he is currently hospitalized. The patient was taken to the hospital on (B)(6) 2022 with shivers, shaking, and feeling full. The patient could not confirm if the symptoms occurred during a pd treatment. The patient was continuing pd in the hospital. Attempts to obtain additional information were unsuccessful.

Event description:
During follow-up for a reported power fail recovery successful screen, this peritoneal dialysis (pd) patient reported he is currently hospitalized. The patient was taken to the hospital on (B)(6) 2022 with shivers, shaking, and feeling full. The patient could not confirm if the symptoms occurred during a pd treatment. The patient was continuing pd in the hospital. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.